Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that product 903016a was ordered; however, when the shipment was received, the box contained product 902916 instead.

Manufacturer narrative:
Received one opened case sample with 9 unopened trays inside. The reported event was confirmed. This was a post manufacturing related issue and did not occur while it was manufactured and shipped out from (B)(4). During the visual evaluation, the information of the label attached to the box was reviewed. The label specifies product number 903016a, lot number ngax4017. The box contained nine trays inside. However, the nine trays had an insert sheet with product number 902916, lot number ngaz3382. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that product 903016a was ordered; however, when the shipment was received, the box contained product 902916 instead. The box came through owens & minor from bard.

Manufacturer narrative:
Received one opened case sample with 9 unopened trays inside. The reported event was confirmed. This was a post manufacturing related issue and did not occur while it was manufactured and shipped out from bmd nogales. During the visual evaluation, the information of the label attached to the box was reviewed. The label specifies product number 903016a, lot number ngax4017. The box contained nine trays inside. However, the nine trays had an insert sheet with product number 902916, lot number ngaz3382. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that product 903016a was ordered; however, when the shipment was received, the box contained product 902916 instead. The box came through owens & minor from bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that product 903016a was ordered; however, when the shipment was received, the box contained product 902916 instead.